Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections on ipc and b382 were evaluated and reseated. The system was tested and found to be working as intended and returned to service.